Event description:
Received voluntary medwatch from facility. This chronic hemodialysis patient with a "difficult disposition" was being dialyzed in the hospital dialysis unit. He was not admitted to the hospital and was being dialyzed in the acute in-patient unit due to lack of available chronic facility. At the beginning of his hemodialysis treatment, it is alleged the arterial line became disconnected from the arterial port of the indwelling dialysis catheter and the patient received a "small air embolism". He was transferred to the intensive care unit. It is unknown if the patient's lines were visible at the time of the event. File contact reported it is unclear if the product malfunctioned or the patient disconnected himself. Sample is available.

Manufacturer narrative:
The sample has not yet been returned to the manufacturer and, based on the information provided it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting patient medical records and treatment data information regarding the reported arterial line disconnection during hemodialysis treatment. A supplemental medwatch report will be submitted upon completion of investigation.